Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) lead after pocket closure. Intervention was performed, however it was determined to most likely be air bubbles in the device header. To date, there have been no adverse patient effects reported.